Manufacturer narrative:
Complaint conclusion: as reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) did not stay down after the sealant was shuttled down. The physician was able to get it out by using an 11 blade to cut the black outer sheath. The advancer tube was not engaged/visible. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The user shuttled down completely without significant resistance or unusual force applied when retracting the 6f sheath. A 6f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in an interventional procedure with a retrograde approach to the common femoral artery (cfa) access. The deployer was mynx certified. Additional information was requested but not provided. The reported event of ¿sealant failure to deploy advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed the reported issues. Handling factors may have been a contributing factor to the reported failures. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visitble and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) did not stay down after the sealant was shuttled down. The physician was able to get it out by using an 11 blade to cut the black outer sheath. The advancer tube was not engaged/visible. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The user shuttled down completely without significant resistance or unusual force applied when retracting the 6f sheath. A 6f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in an interventional procedure with a retrograde approach to the common femoral artery (cfa) access. The deployer was mynx certified. Additional information was requested but not provided. The device will not be returned for evaluation.